Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, a mega suturecut needle driver instrument had a broken cable at distal tip. The procedure was completed with no reported injury. The reporter did not know if a fragment fell into the patient. Intuitive surgical, inc. (Isi) contacted the site, but was not able to obtain any additional information about the complaint.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.